Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment at the onset of the pt treatment. New disposables were used to continue the treatment without incident. The dialyzer was reused 25 times. No pt injury and no medical intervention was required.